Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was cappped due to 'insulation break'. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing innappropriate shocks and oversensing. The physician elected to replace the sensing portion with a new rate sensing lead.

Manufacturer narrative:
Event conclusion cpi's analysis found: only the terminal pin section was returned. The outer insulation of the rate sensing terminal pin section is torn apart at the distal end of the terminal pin barrel. The rate sense positive conductor coil filars, all 4, are fractured at the distal end of the terminal pin barrel. Fractured conductor coils and insulation damage are most likely due to a load being applied to the lead either at implant, or due to the position of the lead in the body, coupled with movement.